Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic with a red, crusty incision and pocket pain, an infection and pocket erosion were observed. The physician elected to explant the system and the patient was provided an external pulse generator. The patient has been discharged.